Event description:
Material no: unknown batch no: unknown. It was reported that application site stinging, site burning. Verbatim: it was reported that application site stinging, site burning the patient's concomitant medication details were not provided. On (B)(6) 2021, the patient was prepped with cutaneous chloraprep (chlorhexidine gluconate, isopropyl alcohol) solution at a dose of 1 dosage form total, for skin disinfection. The batch number and expiration date were not provided. On the same date, the patient experienced the adverse event of application site burning and stinging. At the time of the report, the patient recovered from the event of application site burning and stinging. The reporter did not provide seriousness and causality assessment between the administration of chloraprep and the reported event of application site burning and stinging. No further information was provided.

Manufacturer narrative:
Patient demographics added to this follow up. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown , batch no: unknown. Verbatim: it was reported that application site stinging, site burning